Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that when wiggling the socket of the light source. The image disappeared. The issue occurred, during an unspecified procedure. The patient was sedated. And had to be move to a neighboring room. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is presumed that the cause was poor contact caused by corrosion on the output connector contact part. Olympus will continue to monitor field performance for this device.